Event description:
A customer reported that a sensor error message was received with the adc device therefore, was unable to obtain sensor scans. As a result, the customer became hypoglycemic with symptoms of dry mouth, dizziness, tiredness, and loss of consciousness. The customer was unable to self-treat therefore, was treated with food and insulin (type/dose unknown) by a non-healthcare professional and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device therefore, was unable to obtain sensor scans. As a result, the customer became hypoglycemic with symptoms of dry mouth, dizziness, tiredness, and loss of consciousness. The customer was unable to self-treat therefore, was treated with food and insulin (type/dose unknown) by a non-healthcare professional and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. The sensor was reprogrammed and activated; however, the sensor state went to state 6 (indicating abnormal termination).the returned sensor was further investigated and de-cased. Performed a visual inspection on the returned sensor, no issues observed. The returned battery was measured to be out of specification. Replaced returned battery with a new unused battery and re-programmed sensor for sim vivo (simulation of the electrical signal produced by the sensor tail) testing. All results were within specification. Therefore it was determined that this issue is confirmed due to low/dead battery.all pertinent information available to abbott diabetes care has been submitted.